Manufacturer narrative:
The reported event of loss of capture was not confirmed. As received, a complete lead was returned in one-piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.

Event description:
During an in-clinic follow-up, a loss of capture was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.